Manufacturer narrative:
Na

Event description:
It was reported that a drip pole on a stryker pt transport collapsed onto a pt's face, the metal hook lacerating his nose. Surgeon also claimed his colleague's pt had to have an eyelid sutured.